Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 6 of 6 devices were returned for evaluation. Evaluation of 5 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found a bandit cartridge was placed in the device, which is not compatible with our device. The device was repaired and returned to the customer.

Event description:
This report summarizes 6 malfunction events where a midwest tradition pro handpiece would not hold burs. No injury resulted in any of the events.